Manufacturer narrative:
The pump passed the self test. Test p-cap and reservoir locks properly into the reservoir compartment. The pump properly connected with the guardian link 3 transmitter. No communication anomaly was noted. After the pump completed warm up and calibration, the pump was able to enter smartguard (auto mode). The smartguard shield with the test sg value 240 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or smartguard (auto mode) anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and keypad overlay texture damage unexpected suspend (low sg) was not confirmed during testing. No com pump to xmtr was not confirmed during testing. Moisture damage was noted found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue where sensor glucose (sg) values were not displayed after sensor replacement, despite the hypoglycemic pause being triggered. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting confirmed that the sensor connection was completed, but sg values remained unavailable, and the smart guard feature did not activate. The patient was advised to manually restart insulin delivery and continue using the pump with actual blood glucose (bg) monitoring. The physician was informed to follow up with the appropriate team to determine whether the issue was related to the transmitter or pump. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.